Manufacturer narrative:
Date of event has been estimated as date of data collection and publication was not provided. Initial reporter name and address: this event occurred at (B)(6). Japan. Article title: development of dt treatment satsuki fukushima national cerebral and cardiovascular center. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the literature article "development of dt treatment" that one patient who underwent heartmate 3 left ventricular assist system (lvas) implant died due to postoperative right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported right heart failure could not be conclusively determined through this evaluation. The research abstract titled ¿development of destination therapy (dt) treatment¿, reported the following information: the purpose of this study was to observe the surgical tolerance and long term complications of using a left ventricular assist device (lvad) as a destination therapy. One patient had a case of advanced infundibulum thorax and died from empyema due to postoperative right heart failure. The hospital was contacted for more information and will not provide any additional information related to this event. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.